Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was found detached from the pushwire and missing. The pushwire was found bent at the proximal end. During evaluation, the detach element could be seen attached to the pushwire within the introducer sheath; however, the implant coil was not present. All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition, did not match the complaint description. Follow-up was conducted for additional information and to verify the correct device was returned, without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached during return to medtronic for evaluation, as the detachment was not reported at the time of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this col was stuck at the distal part of the sheath and was not able to advanced out. The coil was stretched when they took it out. The new coil was used and procedure completed. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing.